Manufacturer narrative:
Zimvie complaint number corrected: (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zfx received one (1) gentek® gold-tite® hexalobular screw, certain®, non-engaging for evaluation. Visual evaluation, functional test was performed. Visual evaluation:the thread from screw is broken. The screw has scratches and is in heavy used condition.the broken thread work. The screw is a zfx09-zb-ce-hlgtn with drawing s0217. No lot submitted. Functional test: the dimensions are on tolerances from drawing s0217. Measurement instruments used: micrometer mc/0-25/05 and indicator in/0-150/08. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. The screw is broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: zfx09-zb-ce-hlgte, gentek¿ gold-tite® hexalobular screw, certain®, engaging, lot: unknown h4: device manufacturer date: unknown / not provided,

Event description:
It was reported that the 2 screws fractured. Tooth location 35 and 36. Procedure completed with other screws unihg.